Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced issues with disconnecting and reconnecting the connector to the infusion set on (B)(6) 2026. The issue occured with 3 infusion sets. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3.